Event description:
Customer reports her staff have been slamming the meter into the base unit and causing some of the pins to bend. No adverse event reported. Upon evaluation by the manufacturer, it was confirmed that there was evidence of burning and melting on pins 3 and 4 of the inform system. The malfunction occurred at a hospital. Requested return of suspect device and replacement was sent. Accu-chek inform system: meter, test strip lot number and expiration date unknown.

Manufacturer narrative:
The suspect product is the inform meter.